Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that buttons of the insulin pump were unresponsive and had to be pressed really hard during priming. Customer used superglue to fix cracks. Insulin pump had unexplained no insulin delivery alarms and batteries were lasting only 2 to 7 days. Customer stated that the insulin pump had corrosion in battery port and crack in casing where clip attached. No harm requiring medical intervention was reported. The device will not be returned for analysis.